Event description:
It was reported that during routine follow-up, abnormal electrocardiograms lead the physician to believe that the atrial lead had caused a perforation. The physician opted to take no action and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.